Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after an infusion set change, with insulin being dispensed by the system but not effectively delivered until the infusion set was replaced; the removed set had blood at the insertion site and the user had interacted with the site in the shower prior to the event. Symptoms included elevated blood glucose with a peak of 339 mg/dl. Outcomes included transient impact on daily activities due to high glucose that persisted for a few hours without hospitalization or professional medical intervention. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed that glucose levels trended downward only after the infusion set was replaced, indicating compromised delivery at the prior site. It was concluded that the event was consistent with hyperglycemia with an unclear cause, though findings suggest disrupted infusion at the initial site. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.